Event description:
It was reported that the implantable cardioverter defibrillator exhibited nsrv oversensing episodes due to patient being in sustained vt below the detection zone. Programming changes were performed. There were no patient consequences.